Event description:
It was reported that the user believed the ilet was delivering too much insulin, and review of available data indicated inconsistent meal announcements and use of announcements to address hyperglycemia, contrary to intended use. User expressed concern for potential hypoglycemia risk, with guidance to confirm low readings with a fingerstick. No reported symptoms. Outcomes included user education on consistent meal announcements, announcing carbs once per meal, avoiding meal announcements to correct highs, and an offer to follow up with clinical support. Investigation included review of the device report and user-reported behavior. Investigation of this case revealed no device malfunction and suggested user operation inconsistent with instructions for use. It was concluded, based on previously established findings for similar reports, that the cause was user-related interaction with the device and use error.